Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Attempts to reposition the lead were unsuccessful as the lead kept dislodging. As a result, this lead was explanted and a new lead was successfully implanted. No adverse patient effects were noted.